Event description:
During an initial implant procedure, high pacing impedance and a failure to retract of the helix was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. X-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.